Event description:
Customer reported issues with the coulter lh 750 hematology analyzer, including poor vacuum. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse identified bubbles in the rbc (red blood cell) diluent dispenser and vacuum errors. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed bubbles in the rbc (red blood cell) diluent dispenser, causing a loss of diluent prime and generating vacuum errors. The fse replaced the rbc diluent dispenser resolving the bubble issue and loss of diluent prime. While onsite; the fse noticed a worn seal on the vacuum trap jar. The fse replaced the vacuum trap jar resolving the issue. (B)(4).